Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the severely tortuous right hypogastric artery. A non bsc sheath was positioned just proximal to the lesion. The 6.0x20mm express ld stent dislodged after advancing out of the sheath possibly due to the angle of the lesion and the location of the sheath. The stent remained on the guide wire. The .035 wire was then exchanged for a .014 wire. The stent was able to be deployed in its originally intended location utilizing a 4.0x8.0mm and a 5.0x12mm apex balloon catheter. As the physician felt that the lesion was not adequately covered, a 6.0x14 stent was also deployed in the right hypogastric. There were no additional patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).